Event description:
It was reported that the implantable neurostimulator (ins) had been working fine until the night prior to the date of this report. The patient could not sleep and increased stimulation to see if it would help with symptoms. The patient felt a ¿tingling¿ but it did not help and had to go to the bathroom. The patient reported that the night prior to the date of this report was a ¿nightmare.¿ the patient ate a pork chop with seasoning and thought this caused the need to use the bathroom. It was noted that the patient did not ¿have to go¿ like the night prior to report. It was noted there was a loss of therapeutic effect. The patient fell three months prior to implant. Additional information received reported that the patient¿s patient programmer was stolen and therapy was not working. It was stated that programs 1, 2, and 2 ¿did not do so well.¿ it was stated that the healthcare provider (hcp) increased stimulation to 4 and ¿it worked a little better.¿ about two weeks ago, the urgency reportedly got worse at night. It was noted that the hcp stopped all of the medications, ¿except the med under the tongue.¿ the patient did not listen to the hcp. It was stated that the difficulty voiding was ¿like a bladder infection when you cannot go.¿ the patient was afraid to tell the hcp that ¿it was not working because he would take it out.¿ the device helped ¿a little during the day.¿ it was also stated that the patient could not sleep at night. The patient was able to sleep after implant, when the device worked ¿maybe a week.¿ it was further stated that the patient could only feel stimulation for 30 minutes after turning it on or increasing stimulation. The patient was reportedly not feeling stimulation in the bicycle seat area, but on the side. The amplitude was up to ¿3 something¿ volts. The patient had an appointment on (B)(6) 2013. It was noted that when the patient put weight on her left side, she could ¿feel that sticking.¿ it was unclear what was meant be this statement. It was later reported that the patient had a gradual return of symptoms with urgency. The patient was to try and pick up her programmer from her hcp today, as it was delivered. Additional information received reported that the patient experienced a little jolt from the right hip to a little past the knee when increasing stimulation, with a loss of therapeutic effect. The patient met with the manufacturer representative in (B)(6) 2013 and the patient was switched to program 1. However, the program did not seem to be working. The patient had a return of symptoms, especially at night. It was mentioned that last night, when the patient wanted to increase stimulation, she placed the antenna over the implant and she suddenly felt stimulation. The patient did not press up or down buttons. The patient was unsure why that occurred and the patient was to contact her healthcare provider (hcp) if it happened again. It was noted that the patient switched to program 2 at 1.7 volts, which felt comfortable. It was later reported that the patient had issues with sciatic pain if she turned stimulation too high. It was stated that the patient still had to turn stimulation up because she was still experiencing bladder urgency. This had been going on for 1.5 to 2 weeks after implant. The patient tried programs 1 and 2, but now wanted to try program 3. At 1.8 volts on program 3, the patient could feel a ¿single tingle.¿ it was stated that the patient could not sleep at night. It was also stated that the trial worked perfect for the patient and she only had ¿normal urges to urinate.¿ additional information received reported that the patient wanted to switch to program 4. The patient switched to program 4 and felt stimulation comfortably at 1.5 volts. The patient had reportedly ¿suffered so much and could hardly stand it.¿ it was stated that the patient lost stimulation sensation about 15 to 30 minutes after making adjustments, which had occurred since implant. The patient was getting a 50% reduction of symptoms, but urgency was worse at night. So, the patient had to increase stimulation at night. It was also stated that therapy was not as effective as the trial. The patient also experienced pain in the low back and sciatic, which was worse on the right side. It was noted that the patient had back surgery in 1999 and had a lot of scar tissue. There were no known falls or trauma associated with the event. The patient saw her healthcare provider (hcp) 2 weeks ago, but did not mention her symptoms because she wanted to try all of her programs first. The patient¿s next appointment was scheduled for (B)(6) 2013.

Event description:
Additional information received reported that the patient was seen by the healthcare provider (hcp) yesterday due to pain in her right hip, that goes down the leg and lower back. This was said to have started ¿about the same time¿ the device was implanted. A CT scan was done and the patient was found to have severe arthritis in the right hip and back. The patient received a ¿shot¿ in the hip and that was said to have helped a lot. The patient wanted to know the guidelines of using a tens unit.

Manufacturer narrative:
Continuation: product ID 3037, serial# (B)(4): product type programmer; patient product ID 3889-28, lot# va087kx, implanted: (B)(6) 2013: product type lead. (B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect and the patient was on three of the strongest kinds of bladder medications. It was noted that at night the patient had the urgency to go to the bathroom. It was reported that the patient had pain two weeks after the device was put in, the pain was in the back right leg to the knees, and the patient was not sure if it was because the lead moved for if it was coincidence. It was noted that the patient was taking a muscle relaxer or pain medications for the pain to sleep at night and during the day she was ok. It was reported that the patient's healthcare professional suggested that she either have the lead moved or have botox. The reporter stated that the patient was having some issues with her back and her primary healthcare professional did an x-ray and determined that the lead was not the cause of the problem for her back. It was noted that the patient had back surgery on the l4-l5 in the back and there was pain "under the area they did." It was reported that near the incision site the patient was having pain from her leg to her knee and it was "excruciating pain." It was noted that the patient had a CT scan and the diagnosis was severe arthritis in her back and bursitis in her hip. The reporter stated that the patient had been on medication for years for bladder problems, the patient had her bladder stretched a few times, had to hold water in the bladder, and was tested a couple of times. It was noted that the trial worked great, gave the patient " anormal urge," and she felt like "a normal person" on the trial. It was reported that the device was reprogrammed three times and the patient used each program for a month. It was reported that the patient's healthcare professional said that the patient was "very sensitive" and was "a challenge regarding symptom relief." It was noted that the patient had no pain when she was on the trial and she felt that the leads may have moved.

Event description:
Additional information received reported that the patient experienced pain on her right side (same side as implant), from the top of the buttocks to the knee. The pain started 1.5 to 2 weeks after implant. The patient reportedly had to take pain pills and muscle relaxers to sleep at night. The patient was also not getting as much therapeutic effect as she would like and that the trial was more effective than the implant. The loss of therapeutic effect was said to have also started 2 weeks after implant. The patient's urgency and pain are the "worst imaginable thing" and urgency got worse later into the night. The patient last saw the healthcare provider (hcp) 3 weeks ago and was told that there were "few options left" (move the implant, do botox, or remove the patient's bladder). However, the patient met with the manufacturer representative 2 months ago and was reassured that other things could be done if the therapy was not working. The patient was on 4 medications in addition to the implantable neurostimulator (ins). It was noted that prior to implant, the patient had an l4 fusion.